Event description:
It was reported that the device broke upon implantation. The broken pieces were retrieved and the device was replaced. No pt complications were reported.

Manufacturer narrative:
(B) (4): visually confirmed implant is broken. Visual and optical examination reveal witness marks on implant cross member. Proximal and distal segment of posterior portion of implant cracked and broke. The cracked portion of the implant is bent inferiorly; fracture surface analysis appears to suggest compressive overload during implantation. The above observations are consistent with misuse due to compressive overload, and resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.